Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked enclosure and tank cover. The pcb, power switch, and front cover were also outdated. The investigator subsequently filled the tank with water, attached a temperature fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to produce an over temperature alarm) was confirmed during testing. The product problem occurred because of a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) did not produce an audible/led alarm after entering into an over temperature state. The product problem was observed during testing. There was no patient involvement.